Event description:
Event description guidant received information that the implanted ventricular lead was exhibiting intermittent pacing capture. Additionally, blood was observed in the lead insulation. The lead was explanted. A new lead was successfully implanted.